Manufacturer narrative:
No similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that while attempting to load a 12.6mm tmicl12.6; -12.50/2.5/105 (sphere/cylinder/axis) implantable collamer lens; the lens had tore after loading into the cartridge. This occurred on (B)(6) 2022. There was no patient contact. A back up lens was implanted and this resolved the problem. The cause of the event was reported as unknown.